Event description:
Hcp reports pt presented in 2004 with signs of dehiscense and infection of the pump pocket. Cultures of the pump pocket were taken with unknown results. The pump and catheter were both explanted. The catheter was "discarded by mistake" and the pump was returned to the MFR for analysis.